Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump is broken. Caller stated that the insulin pump fell and got ran over by another car and the motor fell out from the bottom of the pump. Nothing further was reported.